Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced to resolve the issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction during pre-use checkout causing a leak greater than 4.5 lpm. There was no report of patient involvement.